Event description:
Patient underwent a flatfoot reconstruction procedure of the right foot in 2008. Approximately two months postoperatively, patient was experiencing severe pain and swelling. Radiographs were questionable for nonunion of the xenograft. Approximately three months postoperatively, patient underwent removal of the xenograft and associated hardware.

Manufacturer narrative:
Manufacturing records were re-reviewed. The xenograft passed all rti release requirements prior to distribution. No other complaints have been associated with this batch. The graft underwent two validated sterilization methods; biocleanse and post packaging gamma irradiation at a validated dose (25.0 - 31.0 kgy) to achieve a sterility assurance level (sal) of 10-6 prior to release. Many factors have lead to non-union. Examples include bacterial/viral infection, inflammation, foreign body response, or relative movement of the implant within surrounding tissue. Failure of an implant to incorporate into surrounding tissues may be the result of decreased blood supply, weight, infection, poor glycemic control, noncompliance with therapy, medications (e.g. Steroids), adjunct hardware/implants, the physical location of the osteotomy/surgical site, or a prolonged inflammatory response. Given the review of manufacturing process, internal records review, and the clinical course of the patient taken altogether indicate that recipient reaction is more likely associated with an idiosyncratic response rather than an intrinsic property of the graft or processing methodology.